Manufacturer narrative:
Code 3191 captures the reportable event of surgery. This lead was returned for analysis and the high impedance and high capture threshold allegations were confirmed, based on the observation of calcification at distal shocking coil and the lead tip. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. Continuity testing passed, indicating conductors are intact.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increasing trend in pacing impedance, within normal limits, and elevated thresholds. The cause for the abnormal electrical measurements was not conclusively determined. Approximately a year later, additional information was received indicating this lead was explanted and replaced. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increasing trend in pacing impedance, within normal limits, and elevated thresholds. The cause for the abnormal electrical measurements was not conclusively determined. Approximately a year later, additional information was received indicating this lead was explanted and replaced. No additional adverse patient effects were reported.